Manufacturer narrative:
(B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The patient presented with peripheral obstructive disease of the common iliac artery and an endovascular recanalization was required. A gore® viabahn® vbx balloon expandable endoprosthesis was used to treat the lesion. They used an 8f flexor® introducer sheath (cook medical) to advance the device to the target location. It was reported, that when the physician advanced the device out of the introducer sheath to place the endoprosthesis over the lesion the endoprosthesis came off the balloon before it was inflated. Reportedly the endoprosthesis was not expanded. Finally, it was lying in the artery. The physician used a snare to retrieve the endoprosthesis out of the patient.

Manufacturer narrative:
H6-codes 10 and 213: the device was returned for evaluation. The evaluation summary states the following: the returned device was confirmed as the delivery system (135 cm) for a gore® viabahn® vbx balloon expandable endoprosthesis (8l x 79 mm) device. The endoprosthesis was returned undeployed and separate from the delivery system. Visible markings on balloon cover indicate no inflation of the delivery balloon catheter. Stent fully dislodged with the second ring (assumed distal side of the device based on dislodgement direction) folded over on itself. The 8 rings proximal of that bent ring are smashed but not entirely flattened. Catheter damage observed at 56 cm and 62 cm as measured from the shrink sleeve tubing.

Event description:
The patient presented with peripheral obstructive disease of the common iliac artery and an endovascular recanalization was required. Reportedly the arteries were not especially tortuous. A gore® viabahn® vbx balloon expandable endoprosthesis was used to treat the lesion. Reportedly no previously implanted devices were present at the target location. They used a 55 cm, 8 fr flexor® introducer sheath (cook medical) to advance the device to the target location. Access was gained from the humeral artery. Reportedly both devices were prepared according to the instructions for use. The physician reported, that he felt resistance with insertion and advancement of the device through the introducer sheath. He reported, that it was required to advance the device outside of the introducer sheath to reach the target location, because the lesion was at a greater distance than the length of the introducer sheath. The endoprosthesis came off the balloon during navigation outside introducer sheath without initiating balloon inflation. Reportedly the endoprosthesis was not expanded. Finally, it was lying in the artery. The physician suspected that the endoprosthesis could have rubbed against the aortic wall and that is why it came off the balloon. The physician withdrew the delivery catheter from the patient and used a snare to remove the endoprosthesis from the patient. The physician suspects that the endoprosthesis may have got damaged during removal because the loop caught in the middle and the endoprosthesis was retrieved folded. Reportedly they used a new device to complete the procedure successfully. Reportedly an initimal trauma (2203-a:-other) in the left upper arm occurred during the procedure due to the reported event. On may 2, 2022, it was reported to gore that the patient died of multi-organ failure unrelated to the procedure and the device on (B)(6) 2021.

Manufacturer narrative:
H6: code 4111: additional information was provided by the physician. Therefore, the following sections were updated: section a: added patient information. Section b: updated date of event and description. Added h6: code 2920 h6: code 4111: additional information was provided by the physician. Therefore, the following section was updated: h6: code 4582 replaced with 4441 (intimal trauma).

Manufacturer narrative:
H6-codes were updated using the mapped imdrf codes. H6-code e2402: endoleak. Investigation summary and conclusion: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Radiographic images of the case showing the reported event were requested from physician, but the hospital would not share the images with gore for evaluation. Therefore an imaging evaluation could not be performed. The vbx device was returned for evaluation. The engineering summary states the following: the endoprosthesis was returned undeployed and separate from the delivery system. Visible markings on balloon cover indicate no inflation of the delivery balloon catheter. The endoprosthesis fully dislodged with the second ring (assumed distal side of the vbx device based on dislodgement direction) folded over on itself. The 8 rings proximal of that bent ring are smashed but not entirely flattened. Delivery catheter damage was observed at 56 cm and 62 cm as measured from the shrink sleeve tubing. The reported resistance during insertion and advancement of the vbx device could not be independently confirmed during evaluation as the conditions present during the procedure could not be recreated in a laboratory setting. The cause of the inability to advance could not be established during evaluation. The vbx device instructions for use (IFU) recommends an introducer sheath with adequate length to assist in device tracking across the intended treatment location. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU) was reviewed with respect to the complaint detail and the following statements were identified as having a relation to the complaint. Introduction and positioning of the gore® viabahn® vbx balloon expandable endoprosthesis 1. Select the compatible size introducer sheath from table 1. Always use an appropriately sized sheath for the implant procedure. It is advisable to use a sheath or guide catheter that is long enough to cross the lesion. Use of a guide sheath or guide catheter minimizes the risk of dislodging the endoprosthesis from the balloon during tracking. Use standard interventional techniques to introduce the gore® viabahn® vbx balloon expandable endoprosthesis to the target lesion. The complaint indicates the vbx device was advanced without sheath protection for some distance because the selected sheath was not long enough to reach the lesion. There is advice in the device IFU to use a sheath sufficiently long to cross the lesion to minimize risk of endoprosthesis dislodgement. The physician also suspected the endoprosthesis came off the balloon due to an interaction with the aortic wall. The cause of the reported failure of endoprosthesis loses retention to the delivery system is, therefore, considered to be related to the use of a sheath that was not long enough to cross the lesion.

Event description:
The patient presented with peripheral obstructive disease of the common iliac artery and an endovascular recanalization was required. Reportedly the arteries were not especially tortuous. A gore® viabahn® vbx balloon expandable endoprosthesis was used to treat the lesion. Reportedly no previously implanted devices were present at the target location. They used a 55 cm, 8 fr flexor® introducer sheath (cook medical) to advance the device to the target location. Access was gained from the humeral artery. Reportedly both devices were prepared according to the instructions for use. The physician reported that he felt resistance with insertion and advancement of the device through the introducer sheath. He reported that it was required to advance the device outside of the introducer sheath to reach the target location, because the lesion was at a greater distance than the length of the introducer sheath. The endoprosthesis came off the balloon during navigation outside introducer sheath without initiating balloon inflation. Reportedly the endoprosthesis was not expanded. Finally, it was lying in the artery. The physician suspected that the endoprosthesis could have rubbed against the aortic wall and that is why it came off the balloon. The physician withdrew the delivery catheter from the patient and used a snare to remove the endoprosthesis from the patient. The physician suspects that the endoprosthesis may have got damaged during removal because the loop caught in the middle and the endoprosthesis was retrieved folded. Reportedly they used a new device to complete the procedure successfully. Reportedly an intimal trauma in the left upper arm occurred during the procedure due to the reported event. On may 2, 2022, it was reported to gore that the patient died of multi-organ failure unrelated to the procedure and the device on (B)(6) 2021.

Manufacturer narrative:
Conclusion code d1102 was added.